Event description:
A surgeon reported a patient with a posterior capsular rupture and possible anterior capsule tear that occurred during surgery. The surgeon was not able to identify the location of anterior tear due to poor dilation. The patient had a white cataract and the laser was used for the capsulotomy and fragmentation. The capsulotomy was free floating in the operating room with poor dilation of the pupil. No iris hooks or rings were used. There was poor mobilization of the lens, initially with the hydrodissection, but then it became free and mobile. A sulcus intraocular lens (iol) was implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).